Event description:
It was reported that during a donor nephrectomy procedure, when the device was fired it got stuck. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the tsw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.